Event description:
It was reported that a patient sustained a second degree burn in his left forearm after being scanned with a 1.5 sig na hex for a pelvis/thigh examination. During the exam the patient was positioned supine/feet first and he was holding his hands against his chest. After the exam, the patient stated that his forearm felt like it was burning. He developed an area of redness and small tiny blisters of approximately cm. He also had a blister equivalent to the size of a quarter (approximately 2.5 cm). The patient was padded away from the bore, but the hospital cannot confirm if there was skin to skin contact.

Manufacturer narrative:
A third party field engineer tested the equipment, reviewed scan specific information and investigated the environmental conditions. He also completed the ge healthcare warming questionnaire. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper patient positioning and padding to prevent warming during MRI scans. The root cause of the injury could not be determined. No further actions are planned at this time.